Event description:
Medtronic received information that during the implant of this 32 mm annuloplasty ring, it was replaced with another ring of the same size and model. The reason for the replacement was reported as the ring fell off from the handle and "fell off from the fixation plate" and "could not be implanted smoothly." It was reported that the ring was suspended by the sutures in the chest cavity. It was stated that the ring was not fully sutured and was "removed immediately after falling off." It was stated that there were no issues noted with the handle. It was noted that there was a delay of 5 minutes to the surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.